Event description:
Patient in endo for esophagogastroduodenoscopy (egd) with biopsy and duodenal ulcer with oozing. Gi md attempted placement of clip, clip failed to deploy, second clip obtained and placed without incident on visible duodenal vessel.